Event description:
A malfunction was reported with the identifier "malf 12." There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for resetting the pump, and after the reset, the malfunction code did not recur.